Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instruction for use (IFU) include the warnings: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Excessive pressure higher than 300 psi (2069kpa) may cause leakage or rupture of the balloon catheter working lumen.

Event description:
It was reported that during treatment using a scepter xc balloon, the balloon burst using 70:30 contrast mix upon deployment of a guidewire. No complications or adverse clinical consequence were reported for the patient.